Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer stated that she had dropped the device from abdomen level to the ground leading up to the keypad issue. The customer's blood glucose was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She advised that she had already reverted to her back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The buttons responded properly and no moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.